Event description:
Customer reported a malfunction on pump but did not note any significant events before the issue. Impact on blood glucose level was unknown as the customer declined to answer if it exceeded 500 mg/dl. Technical support assisted customer with resetting the pump, which resolved the issue. Customer was advised to continue using the pump and to report any recurring malfunction codes.